Event description:
It has been reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the issue arose at the beginning of a diagnostic procedure while the system was in clinical use, and the procedure was completed using an alternative system. It was reported that the equipment failed to start. Review of the logfiles confirmed the incomplete startup group with a missing suite pc. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the process failed when loading to the crcb-ui. Fse replaced the user interface connection module (crcb-ui) and reloaded the software. After the replacement of user interface connection module (crcb-ui), the system was returned to use in good working order. The codes were updated based on the investigation outcome.